Event description:
It was reported that the patient received a shock while bending over near a wireless router. Noise observed in the egms was chattery with inconsistent intervals, indicating that the shock is not attributed to the patient's proximity to the wireless router. The device could not be programmed to avoid the oversening and technical services discussed considering replacing the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.